Event description:
It was reported that pt was experiencing post-operative pain and metallosis.

Manufacturer narrative:
Eval summary: component compatability is unk. Implant and explant dates are not provided, therefore in-vivo time cannot be determined. Neither x-rays nor operative notes are returned for review. The component fit and orientation per the surgical technique is unk. Attempts have been made to obtain additional info; however, no info has been received to date. With the info provided, a root cause analysis cannot be performed. Mfg documentation cannot be retrieved and reviewed. A complaint history against the mfg lots cannot be performed. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.